Event description:
A ventilator was returned to a third party service center with an allegation the device's internal battery was depleted. The internal battery was replaced to address the issue. The device was not in patient use. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was due to a .5vdc cell imbalance.